Manufacturer narrative:
.

Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14 atms on the first inflation after being inflated for about one minute. The lesion being treated was located in the average tortuous, calcified, and 90% stenotic mid to proximal left anterior descending artery (lad). The lesion was predilated with two non-bsc balloons inflated to 14 atms. Then the physician attempted to deploy a 2.50x16mm taxus stent, but was unable to cross the lesion. The physician then attempted to dilate the lesion again with a non-bsc balloon but it ruptured at 14 atms. The physician then attempted to dilate with the maverick2 which also ruptured at 14 atms. The device was removed from the patient intact. The physician then successfully deployed three non bsc stents (overlapping) in the distal lad using the buddy wire technique, and the taxus stent in the proximal lad. The physician post dilated at 20 atms with a non bsc balloon. Patient status is listed as "good."